Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the oxygen gas module was replaced and returned for further investigation. Simulated use testing of the received oxygen gas module has reproduced the described customer issue. The received device log files also confirms the issue. We could trace back the reported problem to december 21, therefore the date of event was determined as (B)(6) 2020. Our investigation has concluded that the reported problem with a failure during pre-use check is due to a broken pressure transducer. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the broken pressure transducer has not been determined.

Event description:
Manufacturer's ref #: (B)(4).